Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The lot number is unknown; therefore the device history records are unable to be reviewed. No pictures, x-rays, scans, or physicians reports were provided. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of three for the same event, reference reports 0001032347-2017-00334 and 0001032347-2017-00336.

Event description:
It was reported the sternal wires broke and the patient had a dehiscence that resulted in pain. This was a revision surgery for the patient due to the wires breaking; however this was not a revision of a zimmer biomet device. It was reported that the surgeon had a challenge with the patients anatomy while attempting to implant sternalock 360 (sl360), as a result a second set of sl360 implants were used. The surgeon encountered some real challenges at the manubrium and it was decided intra operatively that sl360 fixation at this location was imperative to a successful outcome. The patient was very obese with measurements of 24mm at the manubrium and body, and 20mm at the xyphoid. Thus, the screws of 20mm were 4mm short, which would not fully engage the posterior cortex. The manubrium punch at 22mm would not go around the patient¿s 24mm manubrium. The surgeon used an awl of 3.5mm in width and made his own manubrium pathway. The surgeon used a lot of wire and was able to use all three sl360 plates and bands. The bands were loose at the end of the case, especially the one at the xyphoid. It was reported there was no surgical delay that exceeded thirty minutes and the surgeon was satisfied with the outcome of the case.